Manufacturer narrative:
The device will not be returned. The complaint cannot be confirmed without the completion of a product evaluation. The device history record was not completed as a lot number was not provided. Complaint histories for all reported events are reviewed against trending control limits, on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported during use that the aiqca cuff was placed and the initial blood pressures were reading 60 over 40s on the cuff and 160s on the nibp cuff. This was consistent despite standard troubleshooting attempts. They were able to locate a different aiqcl cuff in the workroom and after switching over to the new one the blood pressures correlated and they were able to proceed with the procedure. There was no patient injury. Patient demographics were unavailable. No additional information was available and there will be no product return.